Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a set screw stripped intraoperatively, and another of the same device was used to complete the procedure.

Manufacturer narrative:
While it was originally stated that the device was available for evaluation 3 attempts were made with no return of the device. It cannot be determined from the information received if the screw material was deformed or if the material was disassociated and torn from the device. As such this report was created based on the worst case assumption that the thread material was torn from the device. While there was no reported delay in surgery or noted patient harm, broken hardware has been known to result in significant delays in surgery or a portion of the broken thread could remain unconstrained in the patient should the failure recur. A review of the device history record was conducted. The lot was released with no noted non-conformances or issues that could have contributed to the failure described. A 12 month complaint trend analysis on the single inner setscrew family, 179702000 and 179712000, was conducted due to similar design and function. No systemic trend was observed as a result of the analysis. As there have been no issues identified in the manufacturing process nor has a systemic complaint trend been identified this complaint file will be closed with no further action. Should the product become available the complaint file will be re-opened and an evaluation will take place with a follow-up medwatch report as appropriate. Device not available for review.

Manufacturer narrative:
The single inner set screw (product code: 1797-02-000, lot number: apfc98) was returned to the complaints handling unit (chu) on september 30th, 2014 after the initial closure of the complaint. The set screw shows clear signs of damage with one section of thread being completely broken off from the screw and another section broken away from the screw and compressed into the next layer of the screw thread. This amount of damage would not allow the screw to progress during tightening. Complaint confirmed. The evaluation of the device has not affected the original investigations results including the trending and DHR review. A root cause cannot be determined from the sample and the information provided. However, a possible root cause would be the threads of the set screw becoming unintentionally cross-threaded during insertion, resulting in thread damage during tightening. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint sample was received on september 30, 2014, after the investigation had been completed with no sample. The complaint has been reopened and a follow up medwatch report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.